Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had been happy and had no problems with the device except one time it flipped. The patient thought it wasn¿t fully flipped, but was kind of twisted then flipped back and gave the patient a little shocking experience because of their nerve. This was noted to have occurred years ago. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).